Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the insulin gauge displayed a lower fill estimate than expected. Subsequently, the customer fills the cartridge with cold insulin. There was no reported impact to the customer's blood glucose (bg) level; however, the customer did not believe the reported issue impacted the bg level. As the event occurred in the past and supplies had been changed, tandem technical support was unable to perform troubleshooting for the reported event.